Event description:
General report received of an unspecified number of delays in therapy following an alarm condition. On unspecified dates and times, the devices were programmed to deliver unspecified concentrations of amiodarone. No specific pump programming was provided. After unspecified lengths of time, the nurses report the devices alarmed for air in line every 10-30 minutes for an unspecified duration. At that time, no air was noted in the tubing sets. The nurses reported an unspecified delay in therapy; however, no specific patient or event details were provided. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.